Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they were getting flow rate (fr) alerts in an arctic sun device, so they changed the pads. Screen still reads marginal flow. One neonate pad in place. System hours were 3161, pump hours were 3073, inlet pressure (ip) was -7psi, flow rate (fr) was 1.2lpm, circulation pump command (cpc) was 45 percentage. Patient temperature (pt) was 34.7c on esophageal probe, but 32.4 on the rectal (bedside), water temperature (wt) was 9.8c. Explained it was critical to determine proper patient temperature (pt) to deliver therapy, if baby was really 32.4c they did not want the water temperature (wt) to be so cold. They could not connect the esophageal temperature to the bedside. Advised to keep the other pad for investigation and was paged by another customer so unsure the resolution but stressed the importance of ensuring patient temperature (pt) one was correct.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they were getting flow rate (fr) alerts in an arctic sun device, so they changed the pads. Screen still reads marginal flow. One neonate pad in place. System hours were 3161, pump hours were 3073, inlet pressure (ip) was -7psi, flow rate (fr) was 1.2lpm, circulation pump command (cpc) was 45 percentage. Patient temperature (pt) was 34.7c on esophageal probe, but 32.4 on the rectal (bedside), water temperature (wt) was 9.8c. Explained it was critical to determine proper patient temperature (pt) to deliver therapy, if baby was really 32.4c they did not want the water temperature (wt) to be so cold. They could not connect the esophageal temperature to the bedside. Advised to keep the other pad for investigation and was paged by another customer so unsure the resolution but stressed the importance of ensuring patient temperature (pt) one was correct.